Event description:
It was reported that the insulin gauge was inaccurate. Reportedly, the customer was using cold insulin to fill the cartridge. Tandem technical support educated the customer that room temperature insulin should be used when filling the cartridge. The customer declined loading a new cartridge but was able to successfully resume insulin therapy with the existing cartridge. There was no adverse impact to the customer's blood glucose level.